Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the superficial femoral artery (sfa). The 5.50x80mm supera self expanding stent system (ses) was advanced to the target lesion however the stent did not fully emerge initially; multiple forward and backward movements of the device were required to achieve full release. The tip of the device became stuck in the calcification and separated. The ses was removed however the separated tip remained in the anatomy with no attempts made to remove it. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the superficial femoral artery (sfa). The 5.50x80mm supera self expanding stent system (ses) was advanced to the target lesion however the stent did not fully emerge initially; multiple forward and backward movements of the device were required to achieve full release. The tip of the device became stuck in the calcification and separated. The ses was removed however the separated tip remained in the anatomy with no attempts made to remove it. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported difficult or delayed activation could not be tested as it was based on operation context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties and patient effects appear to be related to procedural circumstances. It is likely that the heavily calcified, highly tortuous, and 90% stenosed lesion contributed to the reported difficult or delayed activation (stent) and subsequent tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.